Manufacturer narrative:
Mindray service representatives repaired the pt connector board.

Event description:
Customer reported the passport 2 monitor did not display an ECG waveform which may have resulted in a loss of ECG monitoring. No pt injury was reported.